Event description:
Distal portion of anchor that holds the suture was broke off and left in the patient. It was not sure which lot broke as two different lots (50339873 and 50339648) were used in the patient. Additional information confirmed the anchor that broke stayed in the patient and supplied adequate fixation since the part of the anchor that holds the suture was intact. There was no need to put another anchor in its place.

Manufacturer narrative:
(B)(4).